Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mas2662-01 h3, h6: no parts have been returned for product analysis. Multiple device codes were applied. Below clarifies what each is associated with. A05 - frame loose a0908 - navigational inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged navigation inaccuracy and a loose connection between the robotic reference frame and the robotic frame connection. The robot was mounted to l1, 3define was completed, and registration was achieved with all green values. While instrumenting, navigation displayed a superior position in the lateral view. A new snapshot was completed, and the trajectory appeared correct with the dilator, but then appeared medial with the tap and driver. Another snapshot was taken, and the trajectory looked correct with the dilator, but then appeared lateral and inferior with the drill. Despite these navigation inconsistencies, all screws were placed and confirmed accurate with final imaging. The navigation was less than 3.5mm off. After the procedure, it was observed that the robotic frame connection could still move even with the knob fully tightened, which was believed to have contributed to the navigation inaccuracy. No patient complications have been reported as a result of this event. The procedure was delayed less than an hour.